Event description:
Customer reported an inform system result of 32 mg/dl and a lab result from the same sample of 19 mg/dl on (B)(6) 2014 for a (B)(6) patient. Additionally, customer reported a result of 50 mg/dl on the same inform system and a lab result from the same sample of 38 mg/dl on (B)(6) 2014 for the same (B)(6) patient. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.